Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, the reported tissue injury appears to be due to challenging patient anatomy. Furthermore, the reported patient effect of tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced and placed on the mitral valve. After deployment it was noted the posterior leaflet was torn. The procedure was concluded with the mr reduced to 1-2. Both clips were confirmed to be stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.